Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer¿ 9nc 0.109m buffered trisodium citrate plus blood collection tubes, the device experienced clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: I wanted to point out that we have a second case. It is a (B)(6) patient. The last normal inr for this patient was on (B)(6) 2021. I am waiting for the exact date of vaccination of this patient "about 1 month ago. For the control 48 hours later wednesday (B)(6): inr at 1.84 but with a clot in the tube.

Manufacturer narrative:
Investigation summary bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for fibrin was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for fibrin was not observed. All tubes filled as expected and all results were normal. Visual inspection found no clots. Bd was unable to confirm the customers¿ indicated failure, fibrin, because the defect was not evident in the testing of the retained lot samples. Visual evaluations of both retain and control samples for clotting demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode fibrin based on photos only. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes, the device experienced clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: I wanted to point out that we have a second case. It is a 70 year old patient. The last normal inr for this patient was on (B)(6) 2021. I am waiting for the exact date of vaccination of this patient "about 1 month ago for the control 48 hours later wednesday (B)(6): inr at 1.84 but with a clot in the tube.